Event description:
It was reported the ins might have been flipped. It was reported the patient¿s ¿battery fell over inside her¿ the month prior to report. It was noted it was starting to bother the patient. It was logged it felt like it was moving around.

Manufacturer narrative:
Concomitant medical products: product ID: 399930, lot# v022881, implanted: (B)(6) 2007, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).